Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's left hip was revised due to painful hips and potential poly liner wear. As reported by rep: "the doctor explanted what appeared to be a pca monolithic liner¿ a competitive liner was used in the case to complete the construct. [Regarding the listing of a pca liner on the revision implant sheet despite the previous statement] the doctor opened a 32mm 10° pca liner to make sure that it did not fit the cup, to confirm that the construct was, in fact, monolithic. The pca liner was not implanted into the patient..."